Event description:
Aprn (advanced practice registered nurse) reported paracentesis kit is missing several items listed to be included in the package. Said this has occurred several times for the past 2-3 weeks. Lot# 0001453187, carefusion prod# pig1260t. Missing items: filter needle, safety needle, syringe (did not report size). Opened at bedside, did not reach patient. This is the first report reaching our supply chain for reporting.